Event description:
Patient came in for an intervention of the left coronary artery system. The csi wire was used to cross the lesion. The csi device was then inserted over wire. Atherectomy was then initiated. After 1-2 passes, it was noticed that the distal portion of the wire was no longer attached to the wire. 2nd wire was then inserted across the lesion. The intervention was finished. The broken wire remained in the distal portion of the artery.